Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 20x2.5 mm balloon ruptured at four atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified lesion in the proximal left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, a radiofocus guide catheter and a universal guide wire to cross the lesion. The maverick2 monorail balloon was being used to pre-dilate the lesion for placement of a cypher stent. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'